Manufacturer narrative:
(B)(4).

Event description:
Us legal. Bilateral patient. It was reported that, after a tka construct had been implanted on the plaintiff's left knee on (B)(6) 2011, the plaintiff experienced a lower extremity peritoneal vein thrombosis (dvt). This adverse event was treated with coumadin for 3 months. After this, no recurrent dvts or pulmonary embolisms were reported to occur.